Event description:
The pump was reportedly rec'd in the biomedical engineering dept labeled "broken". There was no way to track the device to a user/patient/nursing unit for further info. During testing, the unit was noted to be out of specification for delivery accuracy. The pump was overdelivering slightly; specific info regarding delivered amounts was not available. There were no reports of any adverse pt events while the device was in pt use. No add'l info was available.